Manufacturer narrative:
(B)(4). The device history review for the product hemolok ml clips 6/cart 84/box lot# 73g2000135 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
When clipping the clip, green hemolok, in the cystic artery, it breaks and must be changed. Contaminated clip.